Manufacturer narrative:
Catheter analysis showed sc connector/coring tears-cuts in seal/possibly caused occlusion/not mis-aligned. It was also reported that under microscope inspection a deep, circular coring can be seen in the bottom of the cup of the sc connector consistent with the inner diameter of the tip of the outlet port of the pump. This coring in the seal portion at the bottom of the cup is somewhat centered in the seal. . It appears the flap of material created by the coring may have contributed to the occlusion seen in lab testing. Testing showed a tiny leak in segment 2 in an area 4.3 cm from its distal tip. Of note is this leak was not seen in this area until a pressure greater than 20 psi was applied during the test. This indicates the hole is very small. Further inspection showed the hole to be in an area that appeared to have had a hemostat or something similar applied to that portion of the catheter. Inspection proved the hole too difficult to find even using a microscope. It is unknown if this hole in the catheter occurred during implant or after explant. Because the hole is so small and did not leak until a higher test pressure was applied, it is thought that even if the hole was present while the catheter was implanted it may have had no effect on infusion.

Event description:
It was later reported that the patient was last seen in clinic (B)(6) and family stated tone better controlled. The infusion rate increased from 230 mcg/ day to 290 mcg/day that day.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010-10, product type: catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported on (B)(6) 2012, the patient underwent a spinal fusion procedure and since then the patient's mother "feels they have been struggling with intermittent withdrawal like symptoms ever since." The symptoms the patient experienced were reported to have included thrashing, increased tone and clonus, not tolerating feeds, "seems very uncomfortable and unhappy," and increased spasticity. It was reported "episodes" lasted two to three days and the patient had one episode "about every other week." It was reported, "treated as pain, which did not resolve." The patient then began oral baclofen on (B)(6) 2012 with positive results; 10-15mg of oral baclofen every six hours. A catheter dye study was performed on (B)(6) 2012; a minimal amount of fluid was withdrawal along with a copious amount of bubbles. The catheter was determined to be occluded. Also, on (B)(6) 2012 an x-ray "showed radio graphically intact baclofen pump system." It was also noted on (B)(6) 2012, a catheter access dye study had been performed, which showed "continuity of the baclofen pump and catheter. No evidence of disconnection or leakage. Free flow of contrast within the thecal space surrounding the catheter. No evidence of loculation." As a result of the event, the patient was hospitalized and surgical intervention was required. The catheter was replaced on (B)(6) 2013. It was also noted that further actions required as a result of the event included "capped /abandoned/partially removed" although it was later reported the catheter was replaced. It was also reported a different programmer was used and reprogramming occurred. The device system was used to deliver gablofen. It was later reported following the orthopedic surgery last (B)(6), the patient's mother also believed the patient's therapy had not worked well since. The patient experienced an increase in tone, irritability, and not sleeping or eating as well as he used to. The patient's dose had been increased but he did not respond. It was reported dye studies and imaging were performed; however, further results were not provided. Following the entire catheter replacement, the patient's dose was reported to have been reduced. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.